Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated they observed that the s/co values decreased on the architect anti-hcv assay after the reagent pack had been in use and the volume had decreased. A patient sample generated a nonreactive result (0.85 s/co) using a low volume reagent pack. The sample was tested with a reagent pack that had a higher volume, and the result was reactive with an s/co of 1.28. No impact to patient management was reported. The customer also noted that a pooled serum sample that tested reactive and averaged an s/co of 1.1, yielded a nonreactive s/co of 0.9 when tested using a reagent pack that had a smaller volume.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No returns were received for this investigation. To address a potential imprecision of lot number 55672hn00 a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv (relabeled in other country), lot number 55672hn00 was evaluated by testing three replicates of calibrator 1, five replicates of negative control, five replicates of positive control and one replicate of panel member 4 of the commercially available seroconversion panel in two separate runs on one architect instrument. After the first run approximately 4/5 of the reagent liquids were discarded to simulate the customer's situation of nearly empty reagent bottles. Five days later, the second run was performed with the same test setup mentioned before. All results generated for the control values were well within the specifications stated in the respective package insert. Furthermore, the s/co values for the controls and the panel member were comparable to the values obtained before removal of 4/5 of the liquid volume. No drop or decrease in the s/co values could be observed. As part of our investigation we have reviewed the manufacturing records for architect anti-hcv lot numbers 55672hn00. This review did not identify any problems relating to the customer's observation. A review of complaints from january to march 2008 for device did not identify any trends. Based on our investigation, we have determined that architect anti-hcv, lot number 55672hn00, identified in the customer's complaint, is performing acceptably. Because the reagent was not returned for investigation, a specific reason for the customer's observation could not be determined. Neutralization of the murine anti-igg/anti-igm acridinium-labeled conjugate component can lead to fluctuations and decreasing s/co values. Therefore the package insert instructs the user to change gloves when handling conjugate vials, change gloves that have contacted human plasma/sera and wear clean gloves when placing a septum on an uncapped reagent bottle. Furthermore inadequately mixed microparticles could also lead to the customer's observation. Thus, inversion and visual inspection of the microparticle bottle as stated in the package insert is highly recommended. In addition, pooled specimens must not be used since the accuracy of their test results has not been validated. This is the final report.

Manufacturer narrative:
(B)(4). Manufacturing site (B)(4) was entered in error. The correct manufacturing site is (B)(4).